Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer experienced a misassociation of patient results. According to the reporter this was due to a handling error. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer reports to us that he had a result from a sample tube on another patient code", "the request has been sent to application support, the cause of the error is due to a handling error."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "marigold sample tube / patient barcodes". The request has been sent to application support, the cause of the error is due to a handling error. The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 12/2/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument the customer experienced a misassociation of patient results. According to the reporter this was due to a handling error. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the customer reports to us that he had a result from a sample tube on another patient code", "the request has been sent to application support, the cause of the error is due to a handling error."